Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the t2 of the ultra fast-fix did not deploy. The t1 was removed. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture are off the needle, the t2 was not returned. The t1 has been cut off the suture but shows no deficiency. The knot has been cut from the suture and there is bio debris at one end of the suture. The variable depth straw was not returned. There is bio debris in the needle. A functional evaluation could not be performed as the implants have both already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.